Event description:
During a peripheral angiography case, dr. Deployed a mynx control (6/7f) to close the arterial access site in the patient's l groin. The first mynx balloon popped unexpectedly, causing failure of the device. The device was bagged in a biohazard bag with the appropriate lot and serial number attached. A second mynx control (6/7f) was obtained and used to close the patient's arterial site. Unfortunately, this second mynx also failed resulting in the cath lab staff having to begin holding manual pressure to the arterial site. Appropriate arterial pressure was held, the patient remained hemodynamically stable, and no hematoma was present. Dr. Assessed the site and distal pulses following manual pressure and the patient was taken back to the prep and recovery area for further monitoring." Ref report: mw5159045.